Event description:
The field svc rep (fsr) reported that during preventative maintenance of the device, the roller pump would not boot up normally. It would not display mode, software version, and pump hours. In addition, the fsr was unable to change modes. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field svc rep (fsr). After the fsr removed the roller pump from its casing and checked the connections, he placed it back in the case and it started working properly. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.